Manufacturer narrative:
Found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
Customer reported via phone call that the sensor alarmed change sensor alarm soon after the sensor was changed. Customer's blood glucose was unknown. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.